Event description:
It was reported that during a right common carotid artery stenting procedure involving the protege rx stent, there were advancing issues with the stent delivery system 'stent was not advancing up to the common carotid'. In addition, it was also noted the device was used beyond it's expiry date. The stent was removed after it failed to advance, and another stent was used to complete the procedure. The patient was reported as alive, with no injury. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.